Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 module. Initial result: 16.30 iu/l (tested with a 20-fold dilution). Repeat result: 10000 iu/l (accompanied by a data flag). The questionable result was reported outside the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The hcg+b reagent lot number was 77493003 with an expiration date of 30-jun-2025. The field service engineer found that the sample probe was misadjusted. He adjusted the sample probe and performed cleaning. He then did a performance test with successful results. The service actions resolved the issue. The root cause was due to a misadjusted sample probe.